Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00234 on 11-jul-2019. Siemens filed the supplemental MDR 2432235-2019-00234_s1 on 04-oct-2019. Additional information (26-dec-2019): siemens internal investigation has determined that the immulite 2000 3gallergy specific ige (spe) allergens and immulite 2000 3gallergy mixed allergen panels are meeting the sensitivity performance claims detailed in the immulite 2000/2000xpi 3gallergy specific ige (spe) universal kit instructions for use (IFU) therefore a product problem has not been confirmed. The device is performing according to specifications. No further evaluation of this device is required. Section h6 (results and conclusion codes) and section h10 were updated. MDR 2432235-2019-00235_s2 was filed for the same event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely negative fp1 results on an immulite 2000 xpi instrument. The cause for the discordant, falsely negative results for the fp1 lot 604 on multiple patient samples is unknown. Siemens is investigating the issue. MDR 2432235-2019-00235 was filed for the same event.

Event description:
Discordant, falsely negative results were obtained for 3gallergy specific ige (spe) with fp1 hazelnut specific allergen on multiple patients using an immulite 2000 xpi instrument. The initial results were discordant and reported to the physician(s). The physician(ts) questioned the results. Repeat testing was performed on the same samples via an alternate non-siemens method with both results resulting positive and as expected. Repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant fp1 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00234 on (B)(6)2019. Additional information ((B)(6)2019): the customer provided four samples to siemens for in house testing. The samples were tested using hazelnut allergen lot 603, and the results were compared to results obtained on an alternate platform. The result on the immulite 2000 was negative for hazelnut but resulted positive on the alternate platform thus reproducing the customer's observations. Siemens is investigating the issue. Method code was updated. MDR 2432235-2019-00235_s1 was filed for the same event.